Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced post-op complication necrosis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral mastopexy; inferior pedicle, using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedure included vaser assisted liposuction to posterior hips and abdomen. On (B)(6) 2019, bilateral nipple necrosis was reported. Patient had debridement procedure on (B)(6) 2019. Resolved without sequelae on (B)(6) 2019. Review by medical affairs identifies the reported necrosis is likely related to the device and serious.